Manufacturer narrative:
Visual, dimensional, functional inspection, and material analysis could not be performed as the device was not returned. Product and complaint history could not be performed as a valid lot code was not provided and could not be obtained. It was reported that a screw jammed intra-operatively. The event resulted a 1-2 minute surgical delay. A root cause could not be determined. Possible root causes are: screw inserted at an angle. Screw hole drilled at an angle. Screw not driven below spring bar. Hospital did not return device.

Event description:
Physician reported that, whilst implanting a cervical plate, two of the self-tapping screws, ¿would not pass the locking mechanism.¿ all other screws implanted in the adjacent levels were placed without issue. The physician, ¿felt it would jeopardize the integrity of the construct to remove and replace all the screws and place a new plate,¿ and so opted to complete surgery without the two aforementioned screws. There was no adverse consequence to the patient. The product labelling indicates that, ¿the insertion of the implants must be carried out using instruments designed and provided for this purpose and in accordance with the specific implantation instructions for each implant.¿

Event description:
Physician reported that, whilst implanting a cervical plate, two of the self-tapping screws, ¿would not pass the locking mechanism.¿ all other screws implanted in the adjacent levels were placed without issue. The physician, ¿felt it would jeopardize the integrity of the construct to remove and replace all the screws and place a new plate,¿ and so opted to complete surgery without the two aforementioned screws. There was no adverse consequence to the patient. The product labelling indicates that, ¿the insertion of the implants must be carried out using instruments designed and provided for this purpose and in accordance with the specific implantation instructions for each implant.¿